Manufacturer narrative:
(B)(4). Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked keypad overlay, keypad overlay scratched, keypad overlay texture damage. Device passed displacement, sleep current measurement, and active current measurement tests; it failed self test. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Self test failed because the vibrator failed to vibrate when it was supposed to. This is due to the moisture damage on the battery board which is where the vibrator is located. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool was utilized to search for any of the following errors 104-¿low battery alert¿, 84-¿battery removed¿, battery inserted, 73-¿change battery test¿, 58-¿failed battery test¿ that may have occurred around the event date. None of these errors occurred around the event date. Finally did not note any unusual pump errors that have occurred around the event date either. After visual inspection, there is heavy corrosion on/around the following: battery compartment, battery board.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer was assisted with troubleshooting and insulin pump did not get battery failed after that. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.